Event description:
Product analysis was approved for both the generator and the lead. When received, the data was downloaded from the generator and reviewed. No surface abnormalities were observed during a visual examination of the generator. The generator was successfully interrogated, and system diagnostic tests were performed and returned results within the normal limits. The generator performed according to functional specifications. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The lead was returned in two portions with one tie down attached. The electrodes were not returned. Note that since the electrodes were not returned for analysis, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, and no discontinuities were identified. No additional relevant information has been provided to date.

Event description:
The patient was undergoing generator replacement surgery, and high impedance was identified preoperatively and during surgery. The surgeon then decided to replace the lead as well. The patient's generator and lead were both returned for analysis. Analysis for the lead has not been approved to date. Analysis for the generator has not been approved to date. No additional information has been provided to date.